Manufacturer narrative:
(B)(4). G2: canada. D10 - medical product: catalog #: 00223200318, cable for bone plate 1.8 mm diameter 24 in, lot # 64550613. Catalog #: 00223200318, cable for bone plate 1.8 mm diameter 24 in, lot # 62710265. Catalog #: 00223200318, cable for bone plate 1.8 mm diameter 24 in, lot # 63015141. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty placed approximately 16 years ago. It was further reported that the patient underwent a second revision about 2 years ago due to instability and chronic periprosthetic fracture. During the revision, the surgeon noted that the cerclage wires had all essentially failed with several from the initial fixation found broken. The plate and all cables were removed, and a trochanteric bolt was placed along with new cerclage wires for fixation. The head and liner were also exchanged without complication. The patient continued to experience nonunion following the revision. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). The reported event is confirmed as medical records were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: wires used in the past had all essentially failed. Several broken wires from original fixation removed ¿ manufacturer unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.